Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neuro stimulator for non-malignant pain. It was reported that the patient had an MRI "a while back" and they did not turn it off or put it in MRI mode before the MRI. The patient now felt a stinging sensation throughout his body all the time even when the implantable neurostimulator (ins) was off. It was noted that the change in therapy/symptoms was considered sudden, which started after the MRI. The rep was going to meet with the patient to try reprogramming the ins. It was unknown when this occurred but it was this year. The rep later reported that they spoke with the patient. The patient had constant pain since the MRI and was taken to the emergency room (ER) for the pain. Stimulation was off but he was still having pain. It was unknown where the patient was feeling pain. Further follow-up is being conducted to determine what troubleshooting, diagnostics, actions or interventions were done, was the cause of the issues determined, and if the issues were resolved. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the manufacturer's representative (rep) reported the patient not showed at the appointment they had set for (B)(6) 2015. The rep called the patient to reschedule and he just wanted to come and see the doctor at the same time to discuss a revision or replacement. The clinic put him back on the schedule for (B)(6) 2016 to see the doctor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient was attacked by a dog and was brought to the ER. The patient had a CT scan while in the hospital that "burned him" and since then had pain that would not go away even when the implantable neurostimulator (ins) was off. The patient showed the rep that the pain goes diagonal across the patient's back up to the shoulder blades. It was reported that the patient never touches their patient programmer and they were still getting relief from their stimulator. It was reported that if they don't use the stimulator, they have trouble walking. The rep tried reprogramming with the patient but did not appear to resolve the issue. There was a report that the patient's symptoms started right after a CT scan. The patient then had a MRI of the brain on (B)(6). It was reported that the system was turned off before the MRI. No out of range electrodes were noted. The MRI results reported a nonspecific t2 and flair hyperintense foci within the subcortical white matter of the left and right frontal lobes. It was reported that this was most compatible with minimal chronic small vessel white matter ischemic disease. Incidentally visualized tornwaldt cyst in the posterior nasopharynx was seen where it was noted that the finding was of doubtful clinical significance.